Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited noise on this atrial channel as seen on the presenting electrogram (egm) and atrial tachy response (atr) event. Technical services (ts) reviewed and stated that the noise on the electrogram (egm) was due to an undersensed atrial activity followed by paced atrial beats during the fallback mode of the atrial tachy response (atr) algorithm activation. Ts recommended programming options. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited noise on this atrial channel as seen on the presenting electrogram (egm) and atrial tachy response (atr) event. Technical services (ts) reviewed and stated that the noise on the electrogram (egm) was due to an undersensed atrial activity followed by paced atrial beats during the fallback mode of the atrial tachy response (atr) algorithm activation. Ts recommended programming options. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the device passed all testing completed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.